Manufacturer narrative:
A ge service rep performed an onsite investigation. The system boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.